Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drugs being delivered were 200 mcg/ml clonidine at 13.3 mcg/day and 30 mg/ml bupivacaine at 2 mg/day, which was updated to 25 mcg/ml prialt (ziconotide) at 4.5 mcg/day. The reason for use was pancreatitis and non-malignant pain. It was reported that the patient came in for a drug change today ((B)(6) 2018) and the hcp was planning on doing a full system content removal, however they were unable to aspirate the catheter. They decided to do a bridge bolus instead for a duration of 72.5 hours. It was asked if the hcp has any concerns with not being able to aspirate, and the rep stated the patient has a really long catheter (catheter volume: 0.345 ml) so the hcp is thinking it could just be the way the patient is positioned and not an issue with the catheter. The rep mentioned a potential catheter revision in the past which may be the reason for the really long catheter length. They had no further information about this. The patient also has a ptm and they had used the ptm just to see how long they have for their bridge bolus lockout, but instead of seeing the expected duration for the bridge bolus they saw the patient only had a lockout duration of less than an hour. The lockout interval (loi) is 1 hour. It was reviewed that the loi will come first then the bridge bolus remaining time will show up on the ptm if the patient uses it again. There were no symptoms reported. The rep was to follow up with the hcp. There were no further complications reported/anticipated. Refer to (B)(4) (2016, catheter revision) for omitted information.